Event description:
Medtronic received information that during priming, a leak was observed from the heat exchanger in the affinity oxygenator. The oxygenator was changed out with no adverse patient effects reported. Product return is expected.

Event description:
Medtronic received information that during priming, a leak was observed from the heat exchanger in the affinity oxygenator. The oxygenator was changed out with no adverse patient effects reported. The product was returned for analysis.

Manufacturer narrative:
Analysis: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow up report will be submitted. Conclusion: based on review of similar events and investigation, the leak appears to originate from the heat exchanger side seam. A partial void may have formed during adhesive dispensing into the adhesive groove of the heat exchanger allowing for acceptable pressure test results prior to distribution. It is possible a physical shock encountered during shipping or handling of the product may have compromised that bond. Historically, it has been observed that overly aggressive shipping and handling can cause the partial bond to become compromised resulting in leak and contributed to the event. Medtronic is monitoring for similar complaints for use by user facility/importer(devices only) : (B) (6) hospital.

Manufacturer narrative:
Analysis: upon receipt at medtronic's quality laboratory, visual inspection showed no outward signs of cracks or damage throughout the oxygenator body or ports. The device appeared to have been primed. Blood side pressure integrity testing was performed at 3 lpm with 23 psig of back pressure for 10 min. During the test there was a leak observed from the heat exchanger side seam. Conclusion: based on analysis and investigation, the leak was confirmed to originate from the heat exchanger side seam. A partial void may have formed during adhesive dispensing into the adhesive groove of the heat exchanger, allowing for acceptable pressure test results prior to distribution. It is possible a physical shock encountered during shipping or handling of the product may have compromised that bond. Historically, it has been observed that overly aggressive shipping and handling can cause the partial bond to become compromised, resulting in a leak and contributing to the event. Medtronic is monitoring for similar complaints. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.